Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on an unknown date, a 22mm amplatzer amulet was implanted. On an unknown date in early (B)(6) 2025, the amulet was removed from the patient due to device embolization. The amulet had traversed the mitral valve into the ventricle and "was discovered lodged against the wall of the mitral valve." The patient status was reported as unknown.

Manufacturer narrative:
An event of migration or expulsion of device (device migration) was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from field indicated that valve was discovered lodged against the wall of the mitral valve. Based on the information received, the reported device migration could not be determined. It is possible due to incorrect device sizing or positioning issue due to patient's complex anatomy and implant depth; however, this cannot be determined. The reported surgical intervention was a result of case-specific circumstances as the snaring of device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Codes added: health effect - clinical code: 4438, 4462. Attachment: medwatch report mw5172471.

Event description:
User facility medwatch report mw5172471 received which states: "I went into hospital for a. Amulet device. During the night the device popped out of my left atrial appendage into my atrial and down through my mitral valve into my left ventricle. Surgery was necessary to save my life at that point. A thoracic surgeon was needed. It was a painful brutal surgery which saved my life but a tough recovery. 3 months out and struggling I do not know if this was reported and worry someone else will go through this and not survive! This device is by abbott the amplatzer amulet. It almost killed me. But I have in some words been told be happy your alive! I was given a card to carry in my wallet for a device I do not have in my heart. I am heartsick. I have a lung issue now from surgery I am stuck on xarelto forever now due to afib. That is why I went for the device. I have hope you can help in this matter. I cannot sleep worrying over this (B)(6). Additional information received on (B)(6) 2025 for mw5172471 to update procode. I went into hospital for a. Amulet device. During the night the device popped out of my left atrial appendage into my atrial and down through my mitral valve into my left ventricle. Surgery was necessary to save my life at that point. A thoracic surgeon was needed. It was a painful brutal surgery which saved my life but a tough recovery. 3 months out and struggling I do not know if this was reported and worry someone else will go through this and not survive! This device is by abbott the amplatzer amulet. It almost killed me. But I have in some words been told be happy you're alive! I was given a card to carry in my wallet for a device I do not have ...in my heart. I am heartsick...I have a lung issue now from surgery I am stuck on xarelto forever now due to afib that is why I went for the device. I have hope you can help in this matter. I cannot sleep worrying over this (B)(6). Procode: ngv. It was reported that on (B)(6) 2025, a 22mm amplatzer amulet was implanted. Later overnight, the amulet detached from the implant site and had traversed the mitral valve into the ventricle and "was discovered lodged against the wall of the mitral valve." Cardiothoracic surgical intervention was performed to remove the device. The patient reportedly developed a respiratory issue due to the surgical intervention.

Manufacturer narrative:
An event of migration or expulsion of device (device migration) was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the reported device migration could not be determined. It is possible due to incorrect device sizing or positioning issue due to patient's complex anatomy and implant depth; however, this cannot be determined. The reported patient effects of respiratory insufficiency and embolism were cascade events of migration of device but could not be determined. The reported surgical intervention was a result of case-specific circumstances as the snaring of device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet was implanted. Later overnight, the amulet detached from the implant site and had traversed the mitral valve into the ventricle and "was discovered lodged against the wall of the mitral valve." Cardiothoracic surgical intervention was performed to remove the device. The patient reportedly developed a respiratory issue due to the surgical intervention. User facility medwatch report mw5172471 received which states: "I went into hospital for a. Amulet device. During the night the device popped out of my left atrial appendage into my atrial and down through my mitral valve into my left ventricle. Surgery was necessary to save my life at that point. A thoracic surgeon was needed. It was a painful brutal surgery which saved my life but a tough recovery. 3 months out and struggling I do not know if this was reported and worry someone else will go through this and not survive! This device is by abbott the amplatzer amulet. It almost killed me. But I have in some words been told be happy your alive! I was given a card to carry in my wallet for a device I do not have in my heart. I am heartsick. I have a lung issue now from surgery I am stuck on xarelto forever now due to afib. That is why I went for the device. I have hope you can help in this matter. I cannot sleep worrying over this (B)(6). Additional information received on (B)(6) 2025 for mw5172471 to update procode. I went into hospital for a. Amulet device. During the night the device popped out of my left atrial appendage into my atrial and down through my mitral valve into my left ventricle. Surgery was necessary to save my life at that point. A thoracic surgeon was needed. It was a painful brutal surgery which saved my life but a tough recovery. 3 months out and struggling I do not know if this was reported and worry someone else will go through this and not survive! This device is by abbott the amplatzer amulet. It almost killed me. But I have in some words been told be happy you're alive! I was given a card to carry in my wallet for a device I do not have ...in my heart. I am heartsick...I have a lung issue now from surgery I am stuck on xarelto forever now due to afib that is why I went for the device. I have hope you can help in this matter. I cannot sleep worrying over this (B)(6). Procode: ngv.